Event description:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy clotting") and pregnancy with contraceptive device ("unplanned pregnancy") in a female patient (gravida 1) who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy clotting") and pregnancy with contraceptive device ("unplanned pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), caesarean section ("my babies oxygen levels dropping which caused an emergency c-section"), genital haemorrhage ("heavy clotting") and pregnancy with contraceptive device ("unplanned pregnancy/pregnancy (no complications)") in an adult female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, ectopic pregnancy (1 ectopic pregnancy termination) in 2005, abortion and heartburn in 2014. Previously administered products included for an unreported indication: zantac in 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)/extreme bleeding,prolonged cycle and clots"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti's"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant), underwent caesarean section (seriousness criterion medically significant) and was found to have blood pressure decreased ("my blood pressure dropping for lower"). The patient was treated with minerals nos;vitamins nos (prenatal vitamins) and surgery (salpingectomy (one side removal of fallopian tube) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, caesarean section, genital haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea and blood pressure decreased outcome was unknown and the dyspareunia and abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, blood pressure decreased, caesarean section, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy clotting") and pregnancy with contraceptive device ("unplanned pregnancy/pregnancy (no complications)") in an adult female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, ectopic pregnancy (1 ectopic pregnancy termination) in 2005, abortion and heartburn in 2014. Previously administered products included for an unreported indication: zantac in 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)/extreme bleeding,prolonged cycle and clots"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti's"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant), underwent caesarean section ("my babies oxygen levels dropping which caused an emergency c-section") and was found to have blood pressure decreased ("my blood pressure dropping for lower"). The patient was treated with minerals nos;vitamins nos (prenatal vitamins) and surgery (salpingectomy (one side removal of fallopian tube) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, caesarean section, genital haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea and blood pressure decreased outcome was unknown and the dyspareunia and abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, blood pressure decreased, caesarean section, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: plaintiff fact sheet received. Events added: abnormal bleeding (vaginal,menorrhagia)/extreme bleeding, prolonged cycle and clots, uti's, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, my blood pressure dropping for lower, my babies oxygen levels dropping which caused an emergency c-section, plaintiff did not undergo essure confirmation test. Event outcome was updated for the event: dyspareunia, abdominal pain. Lot no. Was added. Pregnancy outcome was updated. Historical conditions and drugs were added. Treatment drug was added. Reporter information was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pelvic pain') and caesarean section ('my babies oxygen levels dropping which caused an emergency c-section') in an adult female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included heartburn in 2014, ectopic pregnancy (1 ectopic pregnancy termination) in 2005, multigravida, parity 3 and abortion. Previously administered products included for an unreported indication: zantac in 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)/extreme bleeding,prolonged cycle and clots/menorrhagia (heavy menstrual bleeding)"). In august 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain/chronic abdominal pain"). In july 2016, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("unplanned pregnancy/pregnancy (no complications)"). In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti's"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy clotting"), back pain ("chronic back pain") and metrorrhagia ("metrorrhagia (bleeding between periods)"), underwent caesarean section (seriousness criterion medically significant) and was found to have blood pressure decreased ("my blood pressure dropping for lower"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with minerals nos;vitamins nos (prenatal vitamins) and surgery (salpingectomy (one side removal of fallopian tube), hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, caesarean section, genital haemorrhage, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, blood pressure decreased, back pain, metrorrhagia, weight increased and weight decreased outcome was unknown and the dyspareunia and abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, back pain, blood pressure decreased, caesarean section, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2015, (B)(6) 2015, (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-jan-2020: information transferred from deletion case (B)(4)-event chronic back pain,metrorrhagia (bleeding between periods), weight loss, weight gain were added. New reporter, source documents and reference section were transferred to this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pelvic pain') and caesarean section ('my babies oxygen levels dropping which caused an emergency c-section') in an adult female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included heartburn in 2014, ectopic pregnancy (1 ectopic pregnancy termination) in 2005, multigravida, parity 3, abortion, obesity, hip dysplasia, ectopic pregnancy, parity 3, gravida ii and pre-eclampsia. Previously administered products included for an unreported indication: zantac in 2014. Concomitant products included naproxen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)/extreme bleeding,prolonged cycle and clots/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain/chronic abdominal pain"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("unplanned pregnancy/pregnancy (no complications)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy clotting"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti's"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), back pain ("chronic back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"), underwent caesarean section (seriousness criterion medically significant) and was found to have blood pressure decreased ("my blood pressure dropping for lower"), weight increased ("weight gain / loss specify which one: weight gain") and weight decreased ("weight loss"). The patient was treated with minerals nos;vitamins nos (prenatal vitamins) and surgery (salpingectomy (one side removal of fallopian tube), hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, weight increased, migraine, vaginal discharge, fatigue, alopecia, bladder disorder and urinary tract disorder had resolved, the caesarean section, genital haemorrhage, blood pressure decreased, back pain, metrorrhagia and weight decreased outcome was unknown and the abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, blood pressure decreased, caesarean section, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2015, (B)(6) 2015, (B)(6) 2015. Received treatment for abnormal bleeding (vaginal, menorrhagia),bladder disorder, urinary tract disorder, dysmenorrhea, fatigue, pelvic pain, current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: pfs: new events: migraines, vaginal discharge, fatigue,hair loss, bladder disorder, urinary tract disorder were added. Medical history, concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.